Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead in three pieces was returned. Analysis found an external insulation abrasion at 6.0 cm to 6.4 cm from the connector pin which breached the is-1 leg. The abrasion was consistent with exposure to constant friction against another implantable device. External insulation abrasions were also noted at 17.6 cm to 19.7 cm and 25.3 cm to 25.6 cm from the connector pin which were consistent with friction against another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.